Manufacturer narrative:
Per the user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had inadvertently entered the incorrect value into the carbohydrate ratio pump setting. Tandem technical support assisted the customer with adjusting the pump setting. Blood glucose was not impacted.